Event description:
The manufacturer received information alleging a ventilator had a sensor board failure. The device was not in patient use. The ventilator was evaluated at a third party service center and the sensor board needs replaced to address the issue.